Event description:
A case study was submitted for review titled: one-step endovascular salvage revascularization for concurrent coronary and cerebral embolism. The patient presented with left sided weakness and slurred speech. Emergency computed tomographic angiography (cta) and computed tomographic perfusion revealed embolic occlusion in the right internal carotid artery (ica) with a large penumbra. Intravenous alteplase infusion was initiated. The patient regained partial verbal function and reported chest pain. An electrocardiogram (ECG) revealed atrial fibrillation and st elevation. Alteplase infusion was completed after the patient arrived at the cath room but there was no improvement in the st elevation and left hemiplegia. Emergent coronary angiography revealed an occluded left anterior descending artery (lad). Percutaneous coronary intervention was per formed without heparin, dual antiplatelet agents and stenting to reduce post-procedure intracranial bleeding risk. A 6 fr launcher guide catheter was continuously dripped with saline to keep the catheter free from thrombus formation. A red clot was retrieved after one pass of a non mdt thrombosuction catheter. After restoring the flow in lad, a new non mdt guide sheath was placed into the right cervical ica. An angiographic run revealed a thrombus occluding the supraclinoid ica. Direct aspiration first pass technique was performed after the catheter contacted the thrombus for 90 seconds leading to thrombolysis in cerebral infarction (tici) 2b revascularization using a non mdt device. No atherosclerotic pathologies were noted in the carotid arteries. The procedure successfully restored perfusion in both coronary and cerebral vascular beds. During follow-up, brain magnetic resonance imaging (MRI) showed a patent right ica and salvaged penumbra. The st elevation on ECG had partially resolved. The cardiac enzymes peaked within 12 hours. During the recovery phase, clopidogrel was prescribed until cranial computed tomography on postoperative day 2 confirmed asymptomatic intracerebral hemorrhage. On postoperative day 7, edoxaban was prescribed. The patient then received combined stroke and cardiopulmonary rehabilitation. The patient's chest pain resolved gradually and the patient was discharged on day 18 with a modified rankin score of 1 on a scale of 6.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Title: one-step endovascular salvage revascularization for concurrent coronary and cerebral embolism authors: kuo-wei chen, kun-chang tsai, ju-yin hsu, tian-sin fan, ten-fang yang, and mu-yang hsieh journal name: acta cardiological sinica issue: 2 lit reference: doi: 10.6515/acs.202203_38(2).20211002a medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was further reported that the physician believes that the patient's stroke had no relation to the coronary intervention and was likely to be related to atrial fibrillation. Patient weight provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code added procedural images in the article provided the basis of the analysis. The images confirm the reported occlusion in the internal carotid artery and left anterior descending artery. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.